Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump in water and the pump sound became "diminished". Reportedly, as the contact did not have the pump available and was unable to verify information. There was no reported impact to the customer's blood glucose level.